Event description:
The manufacturer became aware of an allegation of rep dreamstation that the patient alleges nose irritation, respiratory tract irritation, lung disease. There is an allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.